Event description:
On (B)(6) 2012, pt reported having elevated blood glucose concerns for the past few months. Pt stated, she thought the issue began around november. Pt reported she feels the infusion device is not delivering the proper amount of insulin due to her elevated blood glucose levels. Pt stated, her blood glucose level went as high as 400 mg/dl and she felt sick. Pt reported, she attempted to bolus to bring it down. Pt stated, she attempted to detach the infusion set tubing. Pt reported the infusion site and infusion set tubing were in use for a day as well as the insulin cartridge. Pt stated, her blood glucose returned back to normal. Pt's target range was not provided. Pt reported, there have been no leaks in the system and no lifestyle changes. Pt stated, she feels the daily insulin totals are not correct due to her elevated blood glucose concerns. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.